Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, priming was performed after opening the package. After insertion into the patient, air was aspirated during port flushing. Since air continued to be aspirated, the sheath tip was moved, but the issue persisted. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The issue occurred before the brockenbrough needle was inserted. The hospital discarded the reported introducer. The sheath and dilator were integrated prior to use following IFU. Only dilator was inserted into the sheath. No air contaminated to the patient and no additional puncture was required when replacing the sheath.